Manufacturer narrative:
The event date is unknown. During processing of this complaint, an attempt was made to obtain the patient's weight. Concomitant medical products and therapy dates: model: 3186, scs lead, therapy date: unknown. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-03513. It was reported the patient had been receiving inadequate therapy due to high impedance. As a result, both of the patient leads (located in the lumbar region) were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2020-03513.